Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8781 (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2014 brand name ascenda; product ID 8780 (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2014. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving unknown morphine via an implantable pump. It was reported that the patient stated they are having problems with the catheter. The patient stated their catheter was not working properly and they were not getting sufficient coverage. The patient was asked when the issues started and patient stated probably about 9 months ago. The patient mentioned they went in to see their healthcare provider about 2-3 weeks ago to see if everything was working properly and the healthcare provider was not able to get the device into whatever it is and they felt maybe the catheter was the issue. The patient also mentioned they have been hurting a lot and nothing has changed in their life. The patient mentioned they have had a couple refills since issue started. The patient was redirected to their healthcare provider for further assistance.